Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device for longer than 48 hours. The patient reports the pod infusion site was red, warm and irritated. In addition the patient reports the pod infusion site was hard and filled with purulent discharge. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis. The patient was prescribed cephalexin. The patient reports they returned to the hospital after 2 days as the infection was worse. Once at the hospital the patients infusion site was drained and the patient was given intravenous fluids. The patient was prescribed cephalexin (500 mg) to be taken 5 times daily as well as doxycycline (100 mg) to be taken 2 times daily for 10 days. The patient was at the hospital for 6 hours for each visit.